Event description:
It was reported the pt was without stimulation and the ipg was unable to communicate with any external devices. The pt last recharged her ipg one year ago (exact date unk). The pt had her ipg removed and replaced. The pt is no receiving effective stimulation.

Manufacturer narrative:
(B)(4). This ipg serial number was included in filed advisories. Results:- the complaint "pt did not recharge" was confirmed. As received the ipg did not communicate with a lab pt programmer. "Ipg communication error 2501" was observed on lab pt programmer. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.